Event description:
During the pre-use check, the surgeon observed one of the blades did not close properly into its retainer. So, he used another valvulotome for the procedure.

Manufacturer narrative:
We have not received the complaint device for evaluation. But we have observed the reported incident in the pictures that were provided to us by the user. In the pictures, we observed one of the blades failed to enter its retainer slot in its closed configuration. Until the product is returned from the hospital, we remain inconclusive on the exact cause of this malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The user detected the malfunction during the pre-use check. So, he used another valvulotome to complete the procedure.